Event description:
Reportedly, during pt use, a 'low fio2' alarm occurred which could not be solved by calibrating the oxygen sensor. The sensor was replaced and this issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.